Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has a history of infections as described in the initial note from (B)(6) 2020, see below: (B)(6) 2019 entire day dbs system placed (1-day, was asleep for the intra-cranial lead placement) (B)(6) 2019 washout but ipg retained (B)(6) 2019 post surgically on bactrim (B)(6) keflex course (at osh) (B)(6) 2019 - replacement of right chest wall ipg to non-rechargeable in sub-pectoralis position (B)(6) course of levaquin (B)(6) 2019 and (B)(6) 2019 chest wall cultures: pseudomonas aeruginosa.